Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer has been receiving some battery issues. They just inserted new batteries and still the problems remain. The caller stated the pump will give a countdown and then pause the screen. Then the screen would turn black and then there would be numbers at the bottom. The battery would be full and then about 30 minutes later, the battery would alarm failed battery and then battery out limit. At the time of the call, the customer¿s blood glucose was unknown. During troubleshooting for battery out limit, the customer said that the pump alarmed after battery change and the pump was alarming at the time of the call. The caller was assisted with trying to clear the alarm and found that the basal rates were not accurate. She changed out the battery and received a failed battery test alarm and said that the time was not on the top of the screen. She tried to press act and she said that it would not respond ¿ keypad anomaly. The customer¿s alarm history showed she had received multiple battery out limit alarms when the batteries were out of the pump for less than one minute. She was advised to insert a new battery and test with the new battery. The customer could not continue with troubleshooting this alarm and moved on to the failed battery test alarm. During troubleshooting, the customer is calling back after receiving a replacement battery cap. The customer was advised that the pump needed to be replaced. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No failed battery test alarm, battery out limit alarm, numbers count down anomaly or black screen anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.